Event description:
Biopince ultra full core biopsy instrument failed to obtain core sample. Manufacturer response for biopince biopsy device, biopince (per site reporter). They are trying to fix the problem.